Manufacturer narrative:
Additional information obtained that the first valve procedure was aborted due to a perforation caused by the pace maker. Two days later, a 26mm s3 valve was implanted successfully in the native aortic annulus. There is only one valve implanted in the patient. There was no report of an edwards device malfunction or adverse event related to an edwards thv device. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), per implant patient registry (ipr) card, two days post transfemoral tavr procedure with a 26 mm sapien 3 valve in the aortic position, a second 26 mm sapien3 valve was implanted into the first valve.  The reason for the valve in valve (viv) procedure is unknown at this time.